Event description:
It was reported that this pacemaker entered into safety mode. It was noted that the estimated battery life was two and a half years at last check. Technical services (ts) recommended device replacement. It was noted that this patient had intrinsic beats and all lead measurements were within normal range. No adverse patient effects were reported. Currently, this pacemaker remains in service.